Manufacturer narrative:
B3 date of event: aware date estimated as (B)(6) 2025 as the event was reported to have occurred 45 days after implant date of (B)(6) 2025.

Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During the routine 45 day follow up transesophageal echocardiography (tee) imaging revealed that the closure device had shifted from original placement and was too proximal in position. There were no leaks noted, and no thrombus present. A computed tomography (CT) scan was ordered to further evaluate if the closure device need to be removed surgically or percutaneously.